Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed evidence of dried fluid inside of the cassette compartment and on top of the heater tray/scale. There was no exterior, visible discrepancies. The first system air leak test and valve actuation test failed due to loose mushroom heads. Retightened the mushroom heads and reran the tests and they passed. A simulated treatment was performed and completed without failure. All functional tests passed. The reported complaint was not duplicated. A review of the complaint tracking system showed no other complaints for this device with the symptom codes identified in this complaint. A medical review was performed on the available information and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis patient's wife called fresenius technical support regarding drain complication encountered in drain 0 of 4. At the time of the call the patient was connected and had drained 2061mls out of 2500mls. The patient's wife stated the patient was at the emergency room today and was diagnosed with peritonitis. The patient's wife stated the patient is empty.